Event description:
Rn in the process of placing IV. 24 g IV removed from packaging, lid and catheter was not attached to needle. When IV was pulled out of packaging, the entire needle was out and exposed. Needle placed in sharps, new IV obtained.